Event description:
Device 3 of 3. Reference MFR reports: 1627487-2014-03322 and 1627487-2014-03323. It was reported the pt experienced ineffective stimulation following an electromyogram. Diagnostics showed low impedance values. An sjm representative was unable to resolve the issue with reprogramming. Follow-up identified x-rays revealed no anomalies with the leads or scs ipg. The physician has decided surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.